Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were intermittently unresponsive and sticking. The keypad buttons reportedly required multiple hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 (B)(4): correction: the keypad response issue could not be tested due to a blank display screen.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/16/ 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: keypad is fully intact, with no peeling or damage observed. ¿contrast¿ key respond. ¿up¿,"down" and ¿ok¿ keys unresponsive. Keypad was removed to investigate, evidence of keypad contamination was located, under ¿contrast¿,"up","down" and "ok" contact button. ¿up","down" and "ok" contact button. Unrelated to the complaint, pump booted with blank screen. The old screen was removed and replaced with a new test screen, display screen returned to normal with test screen. Evaluation was completed with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.